Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the low bg issue could not be verified.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Customer glucose tablets to address bg. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.